Event description:
On april 30th, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving a low bg reading of 55 mg/dl from her dario meter when her normal bg reading was 126 mg/dl.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.